Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery. 12 days later, the patient fell at the home. And the lumbago occurred. Therefore the surgeon was monitoring for the patient. On (B)(6) 2015, the surgeon confirmed x-ray again. And he found that the screw and cage were backed out. Therefore the surgeon is planning the MRI scan on (B)(6)2016. And he is planning the revision surgery for the patient.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Result: the device was not returned. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the event is use implants/instruments system for an inappropriate indication & way.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery. Twelve days later, the patient fell at the home. And the lumbago occurred. Therefore the surgeon was monitoring for the patient. On (B)(6) 2015, the surgeon confirmed x-ray again. And he found that the screw and cage were backed out. Therefore the surgeon is planning the MRI scan on (B)(6) 2016. And he is planning the revision surgery for the patient.